Manufacturer narrative:
The technician found the latch guard was getting caught on the side rail latch. The technician adjusted the guard to repair the bed.

Event description:
Information received indicates the side rail will not latch.